Manufacturer narrative:
Additional manufacturer narrative: review of the manufacturing records verified that the lot met release requirements.

Event description:
It was reported to gore that during removal of the gore viabahn endoprosthesis from the patient after failed deployment, the device fully deployed in the right iliac. The physician reportedly pinned the device successfully to the wall of the vessel using a bare metal stent. The patient is reportedly doing fine.

Manufacturer narrative:
(B)(4).